Event description:
Dealer states the consumer advised them the car adapter melted.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.